Event description:
Customer experienced ec 45.

Manufacturer narrative:
Investigation found ec 45 in pump history on (B)(6) 2011. New pump's software was installed on (B)(6) 2011 in field. Ref recall number z-1870-2011.